Event description:
Medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of dislocation. Records are available for further review.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of dislocation. Records are available for further review. Doi: (B)(6) 2003 dor: (B)(6) 2010 (right hip). The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the provided product/lot code combinations. Medical records were received and reviewed. From a medical perspective, based on the information available, the complaint does not appear to be product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.